Manufacturer narrative:
Received 1 used silicone foley catheter only. The complaint was confirmed as a manufacturing related issue. During the visual evaluation no obvious defects were noted on the returned catheter. Functional evaluation revealed that the catheter would not drain any water. The catheter was dissected from the funnel to the shaft bifurcation area and found that it was blocked on the drainage lumen with the adhesive used for bonding the thermistor. The thermistor broke the wall of the drainage lumen, causing the glue to occlude the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "-single use only. Do not reuse. Do not resterilize. For urological use only. -visually inspect the product for any imperfections or surface deterioration prior use. -caution: do not aspirate urine through the drainage funnel wall." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user observed no urine flowing from the catheter into the urine bag. Urine was leaking from the urethral orifice. It was considered that the drainage lumen may be occluded. Water was attempted to be injected into the drainage lumen, but failed. The user removed the catheter and tried again to inject water, but failed.